Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed. The evaluation showed that the lock has rotational and lateral movement and a residue buildup was present. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) has no resistance when turning the locking knob from "unlocked" to "locked" position. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.